Manufacturer narrative:
(B)(4). D2: a. Common device name, platelet and plasma separator for bone graft handling. B. Device product code, org. E1: address, (B)(6). G2: foreign, event occurred in (B)(6). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during routine unpacking, a foreign object identified as hair was found inside a sealed device box. There was no patient involvement. It was reported that no further information is available.